Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no patient harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board needs to be replaced. No repairs were performed. The device was scrapped.